Manufacturer narrative:
The device was not returned to the manufacturer at the date of this report. A follow-up medwatch will be submitted once the investigation is completed.

Event description:
It was reported that after about 20 minutes of charging on compact battery charger serial number (B)(4), the battery for aseptic transfer kit serial number (B)(4), part number 89-8510-440-20 heated. The staff saw that the battery was starting to produce smoke and switched off the battery charger. According to pictures provided by the customer, a part of the housing melted. No surgery was involved. There was no harm or injury to patient/operator reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d8, g3, g6, h1, h2, h6, h10. Upon receipt, the battery was confirmed to be burnt and the battery management circuit was malfunctioning. The battery was scrapped. DHR review was performed. Device was 25 months old and is not out of box failure. Device is used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Battery for aseptic transfer kit, part number 89-8510-440-20 serial number (B)(4) was returned for complaint investigation. Visual and functional tests were performed. Upon receipt, it was confirmed that the battery is burnt. The battery management circuit was found to be defective. The battery was disassembled and three cells out of five were defective. The battery is not repairable. It will be recycled in (B)(6). The compact battery charger part number 89-8510-421-00 serial number (B)(4) used with this device was found to be defective. The failure found was three defective led. No link was established with the event reported on the battery, serial number (B)(4).

Event description:
It was reported that after about 20 minutes of charging on compact battery charger serial number (B)(4), the battery for aseptic transfer kit serial number (B)(4), part number 89-8510-440-20 heated. The staff saw that the battery was starting to produce smoke and switched off the battery charger. According to pictures provided by the customer, a part of the housing melted. No surgery was unvolved. There was no harm or injury to patient/operator reported.